Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an open reduction internal fixation (orif) of the olecranon on an unknown date, the tip of quick coupling drill bit with depth mark broke. The surgeon was putting in an olecranon plate and the drill bit broke while drilling the variable angle (va) screw. X-rays were taken, and the surgeon decided he was not able to retrieve the tip of the drill bit so it remains in the patient. It is unknown if there was surgical delay. It is unknown if the procedure was completed successfully. Patient outcome is unknown. Concomitant device reported: 2.7mm/3.5mm olecranon plate (part 02.107.302, lot unknown, quantity 1), va screw (part unknown, lot unknown, quantity 1), drill (part unknown, lot unknown, quantity 1) this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date reported in (B)(4) was 8/14/2018. Correct date should have been 8/13/2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.